Event description:
The hospital reported that during the endoscopic vein harvesting procedure, the short port blunt tip trocar (btt) balloon burst. There was no product fragments and no retrieval was needed. They inflated the balloon with 15-20 cc of air per the IFU recommended "no more than 25 cc of air". A replacement unit was used to complete the procedure. The hospital did not report any pt complications.

Manufacturer narrative:
After the procedure, the hospital discarded the product. A lot history record review cannot be performed because the lot number was not provided by the hospital. (B) (4).